Event description:
Rptr had implants in 1973. Surgery perfomed following subcutaneous bilateral mastectomy due to fibrocystic breast disease and family history of breast cancer. Explanted 1974 due to severe capsular contracture, disfigurement, and chest wall pain. Just prior to explantation, in 1974, heard left implant "pop." Attending physician (plastic surgeon) either failed to send tissue to pathology or pathology report simply "dissapeared."